Manufacturer narrative:
Initial reporter sent to FDA is unknown this remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. No product sample was received; therefore, visual and functional testing could not be performed. No serial number was provided. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Information was received indicating that during use of the set the pump exhibited an air in line alarm. No adverse patient effects were reported.